Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log did provide evidence of the customer's report. The device's defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device restarted/rebooted power. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.